Manufacturer narrative:
B3: date is approximate. Continuation of d10: product ID 97745 lot# serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the controller was not working. It would not power on half a time, and when it did power on it would not unlock. At first the patient (pt) started having issues with charging about 2 weeks ago. Pt spoke with a rep. Pt got it to charge, it would charge but would not unlock for like maybe a week. Pt reset several times. Patient called the representative yesterday and was told to call patient services. Troubleshooting could not be performed as patient did not have equipment with. Patient will call back with equipment. Additional information was received from the patient. The patient called and said they not have their controller with them. Pt has called in twice without equipment and stated that due to their job they cannot have the equipment on them and pats is closed when they get off of work. The pt stated the controller is not powering up at times and if it does power up the screen is unresponsive. A replacment controller was sent.